Event description:
It was reported that the implantable neurostimulator was shutting off on by itself. No further clinical or device troubleshooting information was provided. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178-2008-07626.